Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain and post lumbar laminectomy syndrome. The patient reported ¿for the last 2 days¿ when they would plug in the communicator it would "never" go the orange light to green. An email was sent to repair department to replace the device. The device won't fully charge. Not dropped or gotten wet, tried different outlets. The patient will see orange light when charging but never go to green. No patient injury reported.

Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial# (B)(6). Product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 04-jan-2020, UDI#: (B)(4). H11. Analysis of the communicator found that tm90 micro usb interface is damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.